Event description:
Additional information received indicated that the prior to the transcatheter valve implant, the native baseline aortic mean gradient by doppler measured 32.7 millimeters of mercury (mm hg). The transcatheter valve was implanted 3 mm of the non-coronary cusp (ncc) and 6 mm of the left coronary cusp (lcc). The gradient prior to discharge following the valve implant was not available. The 30-day follow-up mean gradient measured 11.7 mmhg.

Manufacturer narrative:
Updated data: b5. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Updated data: b5, h6 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received indicated that the cardiac computed tomography (CT) that identified 0-25% hypoattenuated leaflet thickening (halt) had represented a ¿very early or minimal stage¿ of thrombus or ¿accumulation¿ on the transcatheter leaflets. An oral anticoagulant was started twice daily as result of this event.

Manufacturer narrative:
Select patient information cannot be included in the regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that at the 6-month evaluation following the implant of this transcatheter bioprosthetic aortic valve, the peak and mean aortic gradients measured 21 millimeters of mercury (mm hg) and 11 mmhg respectively. At the 1-year follow-up, the echocardiogram noted increased aortic valve gradients. The peak and mean aortic gradients then measured 37.5 mmhg and 21 mmhg respectively. The patient reported no change in symptoms. Approximately 1 week later, a cardiac computed tomography (CT) identified 0-25% hypoattenuated leaflet thickening (halt) with preserved leaflet mobility. An unspecified medication was required. The event was unresolved.

Manufacturer narrative:
Imaging review: a pre-implant patient executive summary was not provided, which limited the ability to perform a comprehensive anato mical assessment. A complete set of fluoroscopic intraprocedural images of the index procedure were provided and reviewed. A fluoroscopic valve load inspection was performed and confirmed a good load. There was no evidence that a pre balloon aortic valvuloplasty was performed prior to the valve implantation. The valve was deployed to just prior to the point of no recapture and depth assessment was performed. Depth was estimated at approximately 1-2 millimeters (mm) on the non-coronary cusp (ncc) and verified in the cusp overlap view. Valve depth on the left coronary cusp (lcc) was estimated at approximately 7-8mm, verified in the lao view. There was no evidence of any valve recaptures. The final angiogram revealed no signs of aortic regurgitation/paravalvular leak (pvl). Note, the recommended target depth of 3 mm relative to the valve annulus. If the implant depth is =1 mm or >5 mm, consider recapture. As listed in the instructions for use (IFU): adverse events that may be associated with the use of the evolut fx system include, but may not be limited to, the following: prosthetic valve thrombosis. The transthoracic echocardiogram (tte) january 28, 2026 showed a normal ejection fraction and normal implant depth. The mean gradient of the aortic valve is 21 millimeters of mercury (mm hg) and a max velocity of 3.1 meters per second (m/s). It was difficult to visualize the evolut leaflets from the tte provided but there was a mildly thickened appearance in the parasternal long axis view. No pvl or central aortic insufficiency was seen. The computed tomography (CT) february 26, 2026 showed hypoattenuated leaflet thickening (halt) which affected the right coronary cusp (rcc), ncc, and the lcc. Updated data: h6 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.